Manufacturer narrative:
(B)(4). A partial lead measuring 84.4cm was returned in two segments. The connector pin was missing. The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during procedure the lv lead was inserted into the port and tension applied. The lead body separated from the terminal pin. The pin remained in the header and was not retractable from the device. The lead was replaced. The patient is doing fine.